Event description:
It was reported that at follow-up, phrenic nerve contraction was present. X-ray revealed that the lead was dislodged. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.